Event description:
Prismasate bk2/0 chamber a and b were mixed after adding potassium to chamber a. Upon mixing pharmacist noticed a red object in solution. Three bags were mixed and all had the same red object. The pharmacist checking the solutions alerted another pharmacist about the red object finding it unusual to be acceptable in any solution. Upon inspection by a second pharmacist, it was discovered potassium had been added to prismasate bk2/0 which already contains potassium. The potassium should have been added to prismasate bk0/3.5. The incorrectly prepared mixture was shown to two other pharmacists. They reviewed the pt label and solution unable to identify the mistake. The bags look so similar, it is difficult to differentiate between the two solutions. Another contributing factor surrounding the near miss may have been the fact that the pharmacists reviewing the bag thought only a single prismasate bag was stocked. Upon further review, the prismasate bk2/0 inventory was all outdated. Outdated bags were removed from inventory and the 2 solutions will be separated and marked with lasa signage in future. Communicated to all pharmacy staff stocking of 2 types of dialysis solution for crrt. Baxter was contacted about the object in the solution, they call it a "frangible pin" and it remains in the solution. Baxter was informed that any object, particulate matter, goes against all training in the pharmacy world. Nursing would most likely question as well. Inspect for particular matter of all solutions. No notification appears on the bag itself that a frangible pin will remain in the solution. The notification about the pin is contained on a leaflet within the shipping container. Medication administered to or used by the pt: no. Pt counseling provided: unk. Relevant materials provided: none. (B)(6). (B)(4).